Manufacturer narrative:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- patient was revised to address possible infection. Doi: (B)(6) 2010 - dor: (B)(6) 2010 (left side). Update - (B)(6) 2012 - litigation papers were received. There is no new information that would change the outcome of the investigation. Update rec¿d (B)(6) 2012 ¿ medical records received. No products were returned. Review of the sterilization records did not reveal any anomalies. A search of the complaint database did not show any other reports against the product lot codes. The investigation could not draw any conclusions about the reported infection. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pt was revised to address possible infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 10/18/2012 - medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs, medical and ppf records received. In addition to what was previously alleged, pfs alleges infection for a knee replacement but there is no information provided for the knee implant. Ppf alleges hip infection requiring antibiotics. After review of medical records for MDR reportability, it was stated that the patient had a left hip revision to address infection and hematoma. Clinical notes reported injuries, weakness, swelling, and post-op anemia. There is no revision notes provided. Doi: (B)(6) 2010; dor: sep 15, 2010; left hip.

Manufacturer narrative:
No products were returned. Review of the sterilization records did not reveal any anomalies. A search of the complaint database did not show any other reports against the product lot codes. The investigation could not draw any conclusions about the reported infection. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.